Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the analysis is yet not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that in central processing, an endoscope plus 30 deg had the control element not fixed to the optics. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: it appeared that a retaining ring (snap ring/circlip) that secures the control element to the endoscope shaft is missing. The defect was identified/occurred during reprocessing in the sterile processing department.